Manufacturer narrative:
The returned rf wire was analyzed. This is supplemental MDR to report investigation results (MDR aware date 30jan2024). Analysis of the device found that the insulation was damaged on the proximal end, and also it was kinked towards the center of the wire and the electrode was charred. The device passed inspection of wire body and proximal end other diameters. Also, the device passed electrode height inspection, and electrode/heat shrink gap inspections. The reported allegation was confirmed.

Event description:
It was reported that versacross access solution was selected for use during an atrial fibrillation (a fib) ablation. During the procedure, the sheath/dilator became bent/kinked/deformed, and it was noticed that the insulation material on the versacross rf wire at the proximal end was pulling away from the device and unraveling. No patient complications were reported. The procedure was completed successfully. The issue was noted upon opening the package. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross access solution was selected for use during an atrial fibrillation (a fib) ablation. During the procedure, the sheath/dilator became bent/kinked/deformed, and it was noticed that the insulation material on the versacross rf wire at the proximal end was pulling away from the device and unraveling. No patient complications were reported. The procedure was completed successfully. The issue was noted upon opening the package. The device is expected to be returned for analysis.